Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn(B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the medstation was unable to detect the drawer in the main unit on the bus. A field service engineer (fse) replaced the drawer module printed circuit board; however, upon reboot, the fse found that drawer had also failed. Through further troubleshooting, it was discovered that the drawer controller printed circuit board on this drawer was defective, which had caused the drawer module printed circuit board to fail as well. The fse replaced both printed circuit boards and subsequently verified proper operation. The system functioned as intended after the field service engineer repaired the device.